Event description:
Event description guidant received information that the newly implanted implantable cardioverter defibrillator (ICD) was emitting beep tones. No fault codes were noted when the ICD was interrogated.